Manufacturer narrative:
(B)(4): physio-control advised the customer that the device evaluation and repair would need to be completed by a physio service representative.it was later confirmed by the customer that the unit would not be repaired due to the age of the device and the costs associated with the repair. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device would lock-up when attempting to power it on. The biomed also stated that there is a service indicator present and there are white lines across the display. There was no patient use associated with the reported event.